Event description:
Sensing/ detection problem another company's lead sic increased and nsvt was detected. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).